Event description:
It was reported that the patient presented for follow up after receiving multiple inappropriate therapies due to atrial flutter. Reprogramming was done and device remains implanted. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.